Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated or confirmed. The cauterization test was performed with no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the joint of the force bipolar instrument came apart. The procedure was completed with no reported injury.